Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had green material coming from the connections of their primary system controller, so they had their system controller exchanged. Technical services reported that the equipment was working as intended and that the green material on the white lead of the system controller was some kind of corrosion caused by moisture getting inside the lead itself.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were incidental findings of damaged strain reliefs at the connector side and wire fatigue. The reported event of torn/cut and fluid ingress on the power cables was confirmed. Initial inspection of returned hm2 system controller, serial(B)(6), revealed evidence of fluid ingress and torn/cuts on the power cables. The controller was functionally tested and connected to a mock circulatory loop for an extended period of time without any issue. The controller functioned as intended during the analysis. A root cause of the reported event was determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 21mar2016. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section -¿equipment storage and care¿ and heartmate ii patient handbook section -¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information provided. The manufacturer is closing the file on this event.